Event description:
It was reported that the tubing disconnected from the twist sleeve of a minicap transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During visual inspection by the naked eye and magnification, it was discovered that the tubing was separated from the blue female connector. Functional testing was performed which included leak testing, clamp function testing, and clear passage testing. All functional tests passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.